Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed similar and dis-similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during arthroscopic bankert repair, it was observed that the kite of the device broke and the surgeon could not use it while relaying sutures. It was reported that the device was brand new and the first use when the issue occurred. It was also reported that no broken piece was left in the patient¿s body. The device was discarded at the hospital. There was no surgical delay or harm to the patient. The backup device was used to complete the case. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.